Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed because no sample was returned for evaluation. A review of manufacturing records was performed with no relative findings. No root cause could be determined and no further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the unit bogged down and was unable to complete the drill process for the io. Another device had to be used to complete the procedure. This caused a 1-2 minute delay. First insertion site was the right tibia. The patient expired. The field supervisor emt-p who reported this event stated that he didn't believe that it contributed to the patient's death.